Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: device evaluated by MFR. Product complaint # (B)(4). Investigation summary: examination of the device confirmed the failure mode as the pins had disassociated. Root cause is attributed to manufacturing depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the pins were removed the bushings came out. All pieces retrieved. Was surgery delayed due to the reported event? No, if yes, number of minutes: zero, action taken when event occurred? None needed, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/outcome/consequences: no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no.